Event description:
It was reported that post-operatively a pulsed field ablation procedure, the patient experienced transient blurred vision, sudden confusion, and weakness. The patient experienced a transient stroke. The stroke was confirmed on magnetic resonance imaging (MRI) imagery and was of thrombotic origin. The patient received a proactive anticoagulant dose of 150 units/kg, which was common practice in the clinic. The symptoms were transient and eventually resolved. The event led to an extension of the patient's hospitalization. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event. Additional information was received indicating that a loaner generator was requested and the generator used during the procedure be sent to the service center for examination for suspected energy delivery calibration issue. The data files were reviewed and the values were within range. It was later reported that there were over current errors observed on the generator.

Manufacturer narrative:
2025-04-02, 13:30:23, obriel7: product ID: pscc100, product type: pulseselect; product ID: psg100, product type: generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.